Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result, and to correct (serial number) and (device manufacture date). The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Following defects have been detected during olympus (B)(4) evaluation. - the name plate was missing from the subject device. - the glue around the lenses were porous and broken. Based on the information of the corrected serial number, omsc re-reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, inappropriate maintenance at the facility cannot be ruled out as a contributing factor of this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the distal end of the subject device tested positive for unspecified bacteria. The amount of the microbe is unknown. The customer reported that the subject device was reprocessed according to the instruction manual. The subject device had been disinfected using an olympus automated endoscope reprocessr model etd3 (not available in the u.s.). There was no report of infection associated with this report.